Manufacturer narrative:
This adverse event involved the percutaneous radiofrequency ablation of two lesions in the liver near the portal vein, (a 12mm x 12mm lesion in s4 and a 23mm x 18mm lesion in s5). The pt was female with no significant comorbidities. Percutaneous access with the cool-tip probe was made through an intercostals approach for the s4 lesion and through the costal arch for the s5 lesion. Both placements were made using ultrasound guidance. There were a total of three six minute ablations performed on two lesions. The pt tolerated the procedure well and was hemodynamically stable at the conclusion of the ablation. Approx 3 hrs post-procedure, the pt suddenly decompensated and expired. An autopsy was performed that attributed the cause of death to be related to bleeding from the fifth branch of the right internal thoracic artery. The arterial branch was damaged during the needle placement and a aneurysm was created. The pt's sudden decompensation was related to the post-procedure rupture of the aneurysm. This complication is related to the placement of the cool-tip probe during an interventional percutaneous ablation. This is a known complication of percutaneous needle placement as interventional procedures involving percutaneous needle placement are associated hemorrhage in from 8% to 18% of cases. The adverse event is associated with the incorrect placement of the needle prior to the radio-frequency ablation, and there is no malfunction of the device associated with the event.

Event description:
The report stated that the physician was using a radio frequency ablation procedure to treat a tumor around the portal vein to the liver on s4:12mmx12mm s5 : 23mm x 18mm. Ultrasound was used to determine placement of the electrode. Puncture was done through intercostals approach for two ablation intervals of 6 minutes each. The 2nd approach was from costal arch moving the needle electrode 1cm away from original ablation site. The doctor performed this ablation for six minutes. After the surgery was completed, the pt status was stable, and no bleeding was observed. However, three hours after the surgery, the pt took a sudden turn for the worse and passed away. Since this occurred postoperatively, no sample is available for investigation.